Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and caused stimulation at higher outputs. The lead was repositioned and remains in use. The right atrial (ra) lead exhibited undersensing. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.